Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) newly installed safety disk was unable to pass the leakage check. This is a failure upon installation of the safety disk. There was no patient involvement.

Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the safety disk was defective. To fix the issue, the fse replaced the safety disk,drive side, and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The following investigation was performed by a technician of the maquet national repair center (nrc). Inspection of the safety disk was completed per the cardiosave service manual with no visual damage observed. The national repair center installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the failure of the disk not passing the leak tests. The safety disk passed testing. Retaining the disk in the nrc per procedure. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).